Event description:
A report was received that the patient underwent an explant procedure due to pocket site discomfort. There was no malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The tests verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and it revealed no anomalies. Sc-3138-25 (sn (B)(4)) / sc-2352-70 (sn (B)(4)) device evaluation indicated that the lead and lead extension passed photographic imaging test performed. The lead and lead extension were cut in pieces. The damage was considered an explant procedural damage. Sc-3138-25 (sn (B)(4)) / sc-2352-70 (sn (B)(4)) device evaluation indicated that the lead and lead extension were cut in pieces. The damage was a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure due to pocket site discomfort. There was no malfunction suspected.